Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 465 mg/dl. The customer's current blood glucose was unknown. The customer experienced the symptom such as vomiting. The customer was treated by bolus. Troubleshooting was done for high blood glucose and under delivery. Customer went to emergency room. They stated that ketones began to hurt too badly. The customer also stated that they have syringes and insulin as a back-up plan but they did not have them with him at that time when he went to hospital. Customer also stated that the cannula was bent. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.